Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The device was received with the adhesive pad completely attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds that would result in the adhesive pad separating from the device. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 13.9 mmol/l while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. As treatment, the patient applied a new pod.